Event description:
It was reported that during a ptca/stent procedure, the stent delivery system (sds) would not cross a predilated lesion. When the sds was removed from the pt, it was noticed that the stent was not on the sds. Reportedly, the procedure ended after the lesion was dilated again. No pt injury was reported. No other info was provided.